Manufacturer narrative:
Reported event: an event regarding loosening involving an restoration proximal body was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "I can confirm that the patient had primary left and right total hip arthroplasties since I was able to review the operation reports. I was also able to confirm that the patient had revision of the left total hip arthroplasty and revision of the right total hip arthroplasty and re-revision of the right total hip arthroplasty also because I was able to review the operation reports. Root cause analysis: the root cause of these events cannot be determined with certainty. The root causes of trunnionosis are multifactorial including surgical technique, especially in the way that the femoral head and trunnion are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, as well as implant factors. In this particular case the primary operations did not indicate any particular preparation of the trunnion and the femoral head prior to insertion. The root cause of early loosening of a revision implant and fracture of cables are also multifactorial including surgical technique, especially in the proper positioning and sizing of the components. Less likely would be patient factors including activity level, lifestyle, and bmi. I would not implicate the implants themselves given the information provided." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due stem loosening and fracture of the cables proximally. A review of the provided medical information by a clinical consultant indicated:"I can confirm that the patient had primary left and right total hip arthroplasties since I was able to review the operation reports. I was also able to confirm that the patient had revision of the left total hip arthroplasty and revision of the right total hip arthroplasty and re-revision of the right total hip arthroplasty also because I was able to review the operation reports. Root cause analysis: the root cause of these events cannot be determined with certainty. The root causes of trunnionosis are multifactorial including surgical technique, especially in the way that the femoral head and trunnion are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, as well as implant factors. In this particular case the primary operations did not indicate any particular preparation of the trunnion and the femoral head prior to insertion. The root cause of early loosening of a revision implant and fracture of cables are also multifactorial including surgical technique, especially in the proper positioning and sizing of the components. Less likely would be patient factors including activity level, lifestyle, and bmi. I would not implicate the implants themselves given the information provided.". No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient was revised due to stem loosening and fracture of the cables proximally. Right hip.